Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.